Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to clinic for regular checkup with a device that had had alerts for atrial noise reversion and had also logged multiple automatic mode switch (ams) episodes. Most of the ams episodes were due to noise. Episodes also showed true noise on the atrial channel. Programming changes were made on the device. There were no patient consequences.